Event description:
It was reported that a revision surgery was required due to wear.

Event description:
It was reported that a revision surgery was required due to instability.

Manufacturer narrative:
This event was originally reported under the manufacturing registered site number of 1020279; however the correct manufacturing registered site number is 9613369.